Manufacturer narrative:
(B)(4): jaw or cam the analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was fired and ejected the remaining clips due to the found condition of the jaw/cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, when the device was taken out of the packaging to be prepared to give to the surgeon the clip would not load. After two or three clicks with the handle, the device released a clip but came out sideways from the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.